Event description:
Pt with g2x or eclipse ivcf presented with what was thought to be acute coronary syndrome. During course of hospitalization, pt arrested and underwent chest compressions. Fragment of broken filter found to be in pericardium/poking into rv with large hemopericardium; pt underwent sternotomy and removal of fragment with pericardial window, is now recovering. Filter to be removed today. Another fragment is in rul pulmonary artery and may be removed in a separate procedure. In retrospect it may be that the entire episode was due to the pericardial fragment. Of note, imaging showed the fragments to be in the heart and lung before the code/chest compressions. Operating surgeon was dr. (B)(6).